Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The pt was receiving two unspecified solutions IV push through the clave port on the primary tubing set. An unspecified needleless luer lock syringe was used to access the clave port. After the second delivery was complete, leakage was noted from the clave port. An unspecified amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.